Event description:
On (B)(6) 2014, the patient reported that her blood glucose was elevated as high as 429 mg/dl on (B)(6) 2014 and bolusing with her infusion device was not bringing her blood glucose level back to her normal range. Her doctor and diabetes trainer advised the patient to stop using the infusion device and switch to insulin injections. The patient's blood glucose levels returned to normal using insulin injections. On (B)(6) 2014, after changing the devices accessories, the patient began using the infusion device again. Her blood glucose level began to rise again. The patient, her doctor, and her diabetes trainer think the device is not delivering enough insulin. No adverse event was reported. The infusion device was replaced and was requested to be returned for product evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.